Event description:
It was reported that, shortly after implant, this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. The measured value was 0 ohms, representing a saturated impedance measurement. Technical services (ts) inquired if the patient underwent any medical procedure and recommended performing further evaluation on this lead.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.